Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: method of use - posology ¿ remove tip cap by pulling it straight off the syringe as shown in fig. 1. Then firmly push the needle provided in the box (fig. 2) into the syringe, screwing it gently clockwise. Twist once more until it is fully locked and has the needle cap in the position shown in fig. 3. If the needle cap is positioned as shown in fig. 4, it is incorrectly attached. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, as shown in fig. 5, and pulling the two hands in opposite directions. Prior to injecting, depress the plunger rod until the product flows out of the needle. Inject slowly and apply the least amount of pressure necessary. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise. ¿ after needle insertion and before injection, it is recommended to withdraw slightly the plunger to aspirate and verify the needle is not intravascular.

Event description:
Healthcare professional reported a technical complaint against 1 syringe of juvéderm® volift¿ with lidocaine. It was reported, ¿at the time of application, by vacuuming to confirm that it was not in the blood vessel, the plunger came out of the rubber adapter.¿ healthcare professional was unable to return the plunger to its place, so the syringe could not be used. Patient contact occurred in the nasogenian fold; no damage or injury occurred. Packaged needle was used; this was the initial use of the syringe.

Manufacturer narrative:
Additional data: b.5. C.1. G.1. H.6. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional additionally reported being able to put the plunger back and continue injecting, which was very annoying and uncomfortable with the patient.